Manufacturer narrative:
The device is expected but has yet not been received. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the pipeline (ped) failed to open at the distal tip after 8mm was deployed. The device was resheathed 2 times but still the distal tip failed to open. Therefore, the ped was resheathed and removed with the microcatheter. The pipeline was not positioned in a bend. The aneurysm was unruptured, max diameter was 37.4mm, neck of 12.3mm. The landing zone was 4.3mm distally and 4.8mm proximal. The anatomy was moderate in tortuosity. No patient injury occurred. The devices were all used and prepared per the instructions for use (IFU).

Manufacturer narrative:
The pipeline flex braid was returned for evaluation. The distal and proximal ends of the pipeline flex braid appeared to be fully opened and slightly frayed. No other anomalies were observed. Based on the analysis findings and the event descriptions; the report of failure to open at the distal end was not confirmed, as the distal and proximal ends of the returned pipeline flex braid appeared to be fully opened and slightly frayed. It¿s possible that the patient¿s vessel tortuosity and damaged braid may have contributed to the failure to open. However, the cause for damage could not be determined. Per our instructions for use (IFU): begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it.¿ all products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.